Event description:
It was reported that the screen of this programmer was unresponsive during a pacemaker replacement operation. The programmer will be returned to boston scientific for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that the screen of this programmer was unresponsive during a pacemaker replacement operation. The programmer will be returned to boston scientific for analysis. There were no adverse patient effects reported.